Event description:
Broke at the distal tip during a case. No pt injury. Prolonged surgery by about an hour to two hours to locate the piece; which was retrieved.

Manufacturer narrative:
Device will be forwarded to MFR for evaluation.